Manufacturer narrative:
(B)(4). Trade name gentamicin sulphate, active ingredient(s) gentamicin sulphate, dosage form - powder, strength 1.0g active in our cements. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During arthroplasty case, the implant was not adhere to the cement. Doi: (B)(6) 2021.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination, however some photographs were provided. Upon visual inspection of the photographs, no evidence of anything indicative of a device nonconformance was found. The photos showed the cement mantle fully intact intraoperatively during the revision. The reported complaint was not confirmed. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.